Event description:
Genentech received a total of 5 patient complaints (2 from the same location and 3 from separate locations for a total of 4 different locations) who were diagnosed with endophthalmitis of the eye after lucentis injections.